Manufacturer narrative:
The service rep replaced the pad with a new one, verified the functionality of wig-wag. It works as intended.

Event description:
While performing the pmi it was observed that the wig wag brake was loose, need the wig-wag pad replaced.